Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that wear, and stress such as damage or deterioration of parts, led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive on the distal end of the fiberscope was peeling off and was not properly secured. There was no patient involvement.